Event description:
A malfunction was reported on the pump by the user. The customer's blood glucose level was within normal range and did not exceed 500 mg/dl. The customer received assistance from technical support in resetting the pump to resolve the malfunction.